Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section g2, report source, of the initial medwatch report stated: company representative section g2, report source, of the initial medwatch report should have stated: distributor new information for supplemental medwatch report 001 -- h6: the device was evaluated by ventec where the reported issue of it unexpectedly powering off was confirmed. Ventec observed that the device would power off before going into a reboot loop. In this state, the device would be inoperative. Ventec replaced both the control board and internal flow transducer (ift) to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board and ift.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device would unexpectedly shutdown. There was no patient involvement.